Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor electrode was missing. The customer's blood glucose level was unknown. The customer reported that when sensor was removed from body customer noticed no electrode. The stated that it was not left in the body, missing on product. The sensor will be returned for analysis.